Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk that led to oversensing, two inappropriate shocks and inappropriate anti-tachycardia pacing (atp) therapy. The patient experienced two separate episodes, each with an inappropriate atp burst and an inappropriate shock. Additionally, a decrease in impedance measurements was observed, including an instance that reached low out-of-range pacing values. Technical services (ts) recommended further lead evaluation. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk that led to oversensing, two inappropriate shocks and inappropriate anti-tachycardia pacing (atp) therapy. The patient experienced two separate episodes, each with an inappropriate atp burst and an inappropriate shock. Additionally, a decrease in impedance measurements was observed, including an instance that reached low out-of-range pacing values. Technical services (ts) recommended further lead evaluation. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.